Event description:
It was reported that a user experienced a brief loss of communication between a dexcom g7 sensor and the ilet, during which the sensor was disconnected from the ilet for approximately 12 minutes before reconnecting and pairing while on the call. Customer support provided troubleshooting and education, including confirmation of reconnection and normal pairing. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention or hospitalization. Investigation of this case revealed a transient signal loss between the cgm sensor and the ilet with successful restoration of communication, consistent with intermittent connectivity behavior. It was concluded, based on previously established findings for similar reports, that the cause was user environment or transient communication interference.